Manufacturer narrative:
(B)(4). Date sent: 7/2/2021. D4: batch # u5el02. H6: component code: mechanical(g04), others(g07). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the one ec60a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. Event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. The device opened and closed without any difficulties noted during the functional testing, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were any staple formation issues noted at site of leak? Why does the surgeon believe that the post-operative leak was due to the difficulties experienced with device? How was the device eventually removed? How was the leak addressed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during one of our upper g.I/bariatric consultants was performing a laparoscopic sleeve gastrectomy. After the 6th firing of the echelon device the jaws would initially not open and release the tissue. After a few attempts they did and the device was removed from the abdomen, checked and worked as it should. He continued to use the same device for another 2 firings which went without incident. A routine leak test using blue dye was performed at the end of the case which was fine, no leaks. Over the next 2 days the patient became unwell which resulted in them being transferred to the local trust ((B)(6) hospital) as the surgeon suspected a leak in the staple line. The patient went to theatre where a leak was confirmed. She went home earlier this week. The surgeon is convinced that it was the device jamming that caused this.